Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was out at the store when she felt a trickle of liquid on her face, she quickly removed her right sonnet eas to find that red liquid was running from the audio processor and is believed to be from the rechargeable battery. The device will no longer power on. The user indicated that she was not injured when her skin came in contact with the red liquid.

Manufacturer narrative:
Additional information: according to the information received, the user reported red liquid running out from the processor and believed it came from the rechargeable battery. However, the investigation of the mentioned sonnet eas system revealed several oxidized components and parts most likely caused due to excessive sweat/moisture. Furthermore, received pictures and the rechargable battery supplemental sheet do not indicate any mechanical damage to the batteries housing. As the amount of the battery's liquid electrolyte is too less to run down the user's face, plus the device cover/housing was closed during the reported event, it must be assumed that the observed liquid was something else. This is a final report.

Event description:
The user was out at the store when she felt a trickle of liquid on her face, she quickly removed her right sonnet eas to find that red liquid was running from the audio processor and is believed to be from the rechargeable battery. The device will no longer power on. The user indicated that she was not injured when her skin came in contact with the red liquid. There were signs of oxidation on the contact surfaces. The rechargeable batteries were in use since the user first received the device. Replacing all parts of the system.